Manufacturer narrative:
Additional information was received that the vent option key was functional and there was no loss of ability to change vent modes. The other keys that are affected by this reported event do not affect the unit's ability to ventilate. Therefore, this complaint is no longer reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The keyboard and membrane were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the keyboard was not responding and preventing the ability to switch ventilation modes. There was no report of patient involvement.